Event description:
Caller reported a cgm error, which was addressed by technical support guiding them through a pump reset process. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to wait 20 minutes to start their sensor session, and the caller acknowledged this guidance.